Event description:
Received info regarding a cartridge alarm 19 during the load process. The reported event did not impact the customer's blood glucose level. Per the customer's health care provider (hcp), the customer discontinued using the pump and reverted to manual daily injection. The hcp determined which method to use to control the customer's diabetes.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.